Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided. Cause of bg level was not known. Customer went to the emergency room and was treated with intravenous fluids; nature of fluids was not known. No additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.